Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragment(s) fell into the patient's anatomy as a result of cable breakage on 8mm fenestrated bipolar forceps instrument. Patient information was not available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage. The provided image is consistent with the allegation of a broken cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.